Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor anomaly. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm while refilling the reservoir. It was also reported the customer had repeated motor error alarms. Customer's blood glucose was 390 mg/dl. The customer also reported a motor position encoder error alarm occurring on the insulin pump. Customer stated the drive support cap appeared to be normal on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.